Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Device review: the device was not returned to the MFR for physical eval. The customer was unable to provide the MFR with the lot number of the product used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The record review found 7 lot numbers shipped to the customer during that time period. The batch production records for these lots were reviewed. The batch records confirmed that released product met specifications; and documented mfg process controls were within specification. Per the documented product investigation, there was no indication that the fresenius product caused, contributed to or was a factor in the reported event. Medical records noted that the pt's fluid positive for alpha hemolytic streptococcus with elevated white blood cell count. These particular medical records did not indicate the source of this peritonitis. Causality cannot be confirmed to be one way or another based on a short culture report.

Event description:
A peritoneal dialysis (pd) pt reported they developed an infection and later underwent a catheter related procedure on (B)(6) 2015. Follow-up with the pt's pd nurse confirmed the pt was diagnosed with peritonitis on (B)(6) 2015. Culture results were requested.